Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during the patient¿s lead revision on (B)(6) 2018 (please see MFR. Report # 3006705815-2018-03195 and 3006705815-2018-03197), the patient¿s ipg would not communicate with external devices and it was deemed inoperable. The physician stated monopolar electrocautery was utilized, and that surgery mode was also not enabled prior to beginning the procedure. As a result, the physician explanted and replaced the ipg with a new model, resolving the issue. Postoperatively, effective therapy was restored.